Event description:
A mayfield skull clamp was placed on a pt who was pinned to the clamp prior to prone positioning. The pt was then transferred from the stretcher to the operating room table to the prone position. Prior to securing the skull clamp, the lock on the clamp slipped causing the skull pin to lacerate the pts' occipital area. The skull clamp was removed and switched to another skull clamp. The pt was positioned without difficulty. The laceration was irrigated and cleaned with betadine and then sutured.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.